Manufacturer narrative:
(B)(4). Lot number changed from 11228j1 to 11227j1. Evaluation summary: the device was returned for evaluation. A posterior cuff miss was found and would result in a failure to retrieve the suture which could appear very similar to the reported suture break during the plunger retraction. Therefore, the reported suture retrieval issue is confirmed. Based on visual, functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received. The access site was the common femoral artery. A starclose se device was used to achieve hemostasis. Though requested, no additional information was provided.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the suture broke. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.